Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the arthroscopic bone joint surgical journal titled ¿arthroscopic stabilization of recurrent anterior shoulder instability using two anchors, one single-loaded plus one double-loaded: a prospective study with modified technique¿. The study reviewed thirty-eight (38) patients who underwent shoulder procedures using arthrex fibertak devices. Two (2) patients were documented to have had glenohumeral instability resulting in nonclinical subluxation during the forty (40) month follow-up period. Ref: kokly, s., et al. (2024). "Arthroscopic stabilization of recurrent anterior shoulder instability using two anchors, one single-loaded plus one double-loaded; a prospective study with modified technique." Arch bone jt surg 12(11): 770-778.